Manufacturer narrative:
A product investigation was completed: the complained part was not returned. The complaint is confirmed as the breakage of the drill bit is visible on the received pictures, but the quality of the pictures is too poor to make any evaluation just based on these pictures. There were no deviations detected in the manufacturing process. These findings and the age of the device speak actually against any manufacturing related issues. However, the broken drill bit was not returned for evaluation and therefore no further evaluation can be performed and no root cause can be defined. The performed evaluation does not indicate any product related issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier and weight are not available for reporting. Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was attempted for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: may 10, 1999. Device history records are not available as the device is older than 17 years. At the time, manufacturing procedure dictated that manufacturing documents for instruments were stored for ten (10) years after date of manufacture. This procedure was in place until august 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in the (B)(6) as follows: it was reported that while drilling the distal screw hole for a proximal femoral nail antirotation (pfna) the tip of the drill bit broke and retained in the patient's bone. A second drill bit was used but as the tip of the first drill was in the way the surgeon decided not to place a locking bolt in the distal hole of the nail. The broken off piece of the drill bit was left inside the patient as the surgeon chose not to attempt to remove it. The surgery was prolonged approximately five (5) minutes. There was no information regarding the patient¿s postoperative condition and surgical outcome available for reporting. Concomitant reported parts: the 1x pfna, the 1x drill bit, the 1x locking bolt. This report is 1 of 1 for (B)(4).